Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (BG) level increased to 475 mg/dL with ketones that a healthcare provider determined to be dangerous/life threatening. As a result, customer went to the emergency room on (b)(6)2026 and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (b)(6)2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.